Event description:
The report received from the affiliate indicated that during an interventional procedure, the physician delivered the cypher 3.5 x 13 mm stent to the target lesion. Pressure was applied to the balloon but the pressure would not increase and the balloon would not inflate at all. The stent delivery system (sds) was removed from the patient and inspected. The physician inflated the balloon and a balloon burst was confirmed as contrast was noted to be leaking from the distal end of the balloon. Two cypher stents were implanted successfully in the pt, a 3.5 x 18 mm and a 3.0 x 18 mm stent. There was no reported patient injury.

Manufacturer narrative:
The target lesion was the proximal circumflex. The lesion was reported to be: moderately calcified, a 90% stenosis, tortuous, an in-stent-restenosis, (isr), was at the bifurcation of the left main and proximal circumflex, and had an acute angle of 90 degrees. The lesion was pre-dilated with a ryujin balloon/details unk. Please note that device (lot#13287059) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.